Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The customer reported that missing high and low glucose alarm showing when sensor scanned with the freestyle librelink application. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung s20 phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness at 8:10 p.m.. Customer received treatment of coca-cola provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung s20 phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness at 8:10 p.m.. Customer received treatment of coca-cola provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.